Manufacturer narrative:
Note: the hled series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in us. A maquet field service technician evaluated the device and found that paint chips are present near the pivot point of the suspension arm. Additionally, the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that, during the cleaning of the light, paint chips falling off of the pivot point were detected. There was no patient involved and no injuries were reported. (B)(4).